Event description:
In 2009, the lay-user/patient contacted lifescan alleging that the cap broke on his one touch ultrasoft lancing device. The pt tests his blood glucose 4-5 times a day. He tests before meals and at bedtime. He manages his diabetes with amaryl taken twice a day. The pt indicated that the alleged lancing device issue started the day before, at 5:00 pm. He was attempting to test prior to eating dinner. The pt claimed that since the lancing device broke, he could not obtain a blood sample and therefore was unable to test his blood glucose. As a result of not knowing if his blood glucose was high or low, he "held off" from eating dinner. Around 9:00-10:00 pm that same day, the pt claimed that he became "immobile" and "couldn't get off the couch." He stated that he "felt low" and "couldn't move." However, the pt mentioned that he did not pass out or have his typical low symptoms of shakiness, sweating, and dizziness. The pt's wife treated the pt with orange juice and crackers. The treatment helped to relieve his symptoms. Prior to going to bed, the pt proceeded to eat dinner. The lancing device was replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms where he "felt low" 4-5 hours after the alleged issue began. The pt was treated with orange juice and crackers by his wife.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.